Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-8978p dx swivelock sl had an issue during a thumb ucl procedure on (B)(6) 2025. After insertion, the inserter would not come out of the eyelet body and leave the anchor behind. The surgeon removed the complaint device, together with the inserter, from the patient in one piece. Nothing broke inside the patient, and there was no harm. Another ar-8978p dx swivelock sl with the same lot number was opened to complete the procedure successfully. The complaint device was discarded, and no pictures were taken. There was a slight case delay of under 15 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.